Event description:
During a contrast injection, an extravasation occurred above the entry site of the catheter. Approximately 100 cc's of contrast extravasted at the elbow. Hot packs and elevation were used to remedy the situation.